Event description:
It was reported that the patient presented to the hospital with a syncopal episode. At the hospital the patient received temporary pacing support. When the device was interrogated it was noted to either be at eri, or with electric reset. Reprogramming was unsuccessful and the device was then explanted. No further patient complications were reported as a result of this event.